Event description:
The initial reporter stated they received discrepant results for three patient samples tested with creatinine plus ver.2 on a cobas c 111 analyzer. The first sample initially resulted in a creatinine value of 1.05 mg/dl and it repeated as 0.69 mg/dl. The second sample initially resulted in a creatinine value of 1.14 mg/dl and 0.86 mg/dl on (B)(6) 2026. The customer cleaned the probe, performed washing maintenance, and changed the water. The customer then repeated the sample again, resulting in creatinine values of 1.07 mg/dl and 0.82 mg/dl. The sample was repeated on a fuji dry-chem xn700 analyzer, resulting in a creatinine value of 0.61 mg/dl. The third sample initially resulted in a creatinine value of 1.42 mg/dl and 1.09 mg/dl on (B)(6) 2026. The customer cleaned the probe, performed washing maintenance, and changed the water. The customer then repeated the sample again, resulting in creatinine values of 1.18 mg/dl and 1.01 mg/dl. The sample was repeated on a fuji dry-chem xn700 analyzer, resulting in a creatinine value of 0.86 mg/dl.

Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - (B)(6).